Event description:
This will be filed for the clip detaching from one leaflet. It was reported on (B)(6) 2022, a patient present with grade 3-4 functional mitral regurgitation (mr) underwent a mitraclip procedure. It was noted that during the procedure the clip arms were not perpendicular to the line of coaptation. However, the physician was able to implant an xtw clip with success. The mr was reduced to 1. There was no adverse patient effect, no observed tissue damage, and no clinically significant delay. On (B)(6) 2022, two days after the procedure, a single leaflet device attachment (slda) was observed in echo. The device detached from the posterior leaflet. The mr increased to grade 2, resulting in recurrent mr. There was no adverse patient sequelae, no tissue damage observed and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: 2017 removed.